Manufacturer narrative:
Section b5: additional information.

Event description:
It was later reported on (B)(6) 2019 that the driveline had been repaired. No further information was provided.

Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a damaged outer layer of their driveline. The driveline will reportedly be repaired. No further information was provided.

Manufacturer narrative:
Manufacturer investigation conclusion: the report of driveline damage could not be confirmed as no images were provided and there is no product available for investigation. A specific cause for this event could not be conclusively determined through this evaluation. The account communicated that the patient had damage to the outer layer of the driveline. According to the account, the driveline was repaired, and no equipment will be returned. The patient remains ongoing on the lvad and no additional complaints have been reported at this time. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.